Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device alarmed no delivery. The customer stated the device alarmed while attempting to bolus. When customer disconnected from the body, he tried to deliver and insulin did not come out. The customer's blood glucose was 56mg/dl. The customer's treated with food and sweets, and then blood glucose went up to 67mg/dl. Customer declined troubleshooting for low. The customer was advised the device will be replaced.